Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 14-apr-2017 found that there was an obstuction at the end of the waste tube then removed it and it started to flow without restriction and also noticed that the suction tube on buffer # 3 was bent, then replaced it with a new one. Ran 20 samples all with no errors and qc (quality control) that passed well in lab range. The most probable cause of the reported event was a restriction at the end of the waste tube.

Event description:
On (B)(6) 2017 the customer reported fluid leak with their hlc-723g8 analyzer. Customer reported hearing a very loud sound and says that nothing is draining to the waste, fluid ran on the counter. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.